Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The insulin pump was unable to perform the displacement test or verify unresponsive button/keypad due to missing segments. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 157 mg/dl. The customer stated frequently no or intermittent response by button press (all buttons). The customer stated that the device was accidentally dropped but not exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.